Manufacturer narrative:
Correction: - date received by manufacturer was reported as jun 19, 2018 in the initial report and was incorrect. The correct date received by manufacturer is oct 22, 2018 and should supersede the previously reported date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited oversensing and a capacitor charge time limit reached. It was noted that the patient had received high voltage therapy for ventricular fibrillation multiple times over a two-day period. On (B)(6) 2010, the device was explanted and replaced. No further information was reported.